Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that a 2.75 x 12 mm nc trek balloon dilatation catheter (bdc) was being prepared for use. However, an attempt was made to insert the bdc into an unspecified device, when the proximal shaft detached. Reportedly, the technician inadvertently misaligned the bdc at an angle and caused the bdc to become separated at the proximal shaft. The bdc was not used in the patient and the procedure was successfully completed with another unspecified bdc. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.